Event description:
The reporter contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 33 mmol/l without significant symptoms suggestive of hyperglycemia. The elevated bg was corrected with boluses via the pump with response of 14 mmol/l. The patient reportedly had not changed the infusion set in 4 days and stated mainly uses the buttock for infusion site, where she reported having scar tissue. The patient reportedly has begun using the abdomen for site placement, but stated that area also has scar tissue. Troubleshooting revealed all settings to be as intended and no pump malfunction was detected. The reporter denied the elevated bg being due to site placement and scar tissue stating the patient does not inject in scar tissue anymore. The reporter felt the pump needed to be replaced and stated this had been discussed with the patient¿s healthcare provided (hcp) and stated the hcp also felt this was a pump issue. This complaint is being reported because the patient experienced elevated bg on insulin pump therapy and this issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the bolus history revealed a 2.87 unit prime volume (low) for a cartridge changed on (B)(6) 2013 at 8:47 pm and a 5.05 unit prime volume (low) for a cartridge change on (B)(6) 2013 at 4:35 pm. The pump was exercised for 29 hours without delivery issues and was found to be delivering insulin within the required specifications. A rewind, load and prime sequence was performed successfully without alarm. The force sensor was evaluated and found to be detecting force within specifications. A cartridge filled to 100 units was successfully loaded into the pump without issue. The pump was opened for investigation and did not reveal any evidence of damage to the force sensor circuit. The piston rod was noted to be intact without defect or damage. Investigation revealed the pump delivering insulin within the required specification without malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.